Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds, and helix extension/retraction difficulty. After repeated attempts to position this lead, the thresholds remained high. This lead was replaced to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds, and helix extension/retraction difficulty. After repeated attempts to position this lead, the thresholds remained high. This lead was replaced to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.